Manufacturer narrative:
In addition to the findings, service also found there was reduced angulation due to stretched angle wires. The adhesive part of the bending rubber was worn out. The light guide lens was cracked. There was damage/deformation of the boot (protector). There were black spots on the image. The channel-plug stopper was broken. The investigation is on-going and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is received.

Event description:
The customer reported to olympus that the air/water flow system of the colonovideoscope exhibited air/water flow issues. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted for the foreign material clogging the nozzle. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide date returned in d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was clogged in the air/water nozzle, however, the specific material could not be identified and the cause could not be specified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.